Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reset the pump with the assistance of technical support and reportedly, customer resumed pump therapy.